Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had an orthopedic surgery about 3. 5 months ago and shortly after the surgery they had a terrible time with bladder control to the point they were wearing pads. Patient said they were miserable for 3 weeks and it was awful. Patient said after about 3 weeks they got their symptoms back under control by working with the manufacturing representative (rep) at the time and thought they changed the program. Patient said that recently, in the last several weeks they have been noticing a lot of urgency and frequency and not eliminating as much as they should, if they wait too long they leak and they are wearing pads. Patient said they may need to tweak the setting and requested assistance to use their equipment. Reviewed interstim therapy optimization information, stim sensation information, control equipment general use and function and recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and interstim information. Redirected to their doctor. Patient was successful to synch with their implant and increase stim confirming comfortable sensation in their bike seat region. Patient will maintain stimulation level and will continue to track symptoms. Patient also mentioned there was a time in the past when their therapy was off and they thought it should have been on, patient turned it back on but did not know the date when this happened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the device being off when it was expected to be on was unknown and no likely cause was listed. The steps taken were noted to be "I turned it back on with the remote control." Patient reported that this issue has been resolved.